Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8590-1, lot# n367476, implanted: 2013 (B)(6); product type accessory product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the healthcare provider (hcp) tried to access the catheter with a catheter access port (cap) kit and could not draw back any fluid. The hcp decided to open the incision in back and found that scar tissue had grown around the anchor and had occluded the flow of the drug. The hcp then removed the catheter and 6.5 cm of catheter and replaced with another anchor. It was also reported, the patient experienced less than 50% therapy relief. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver fentanyl. The concentration of fentanyl was 500 mcg/ml and the dose was 25 mcg/day. Additional information received reported last may or june it was determined the catheter was kinked and on 10/30/2013 the hcp fixed the kink. It was noted the dosing had changed several times after, but the concentration or dosage was unknown at this time.